Event description:
It was reported that when reviewing holter monitor data in which the patient was experiencing a new onset of atrial tachycardia/atrial fibrillation (at/af) with fast ventricular rates (short v-v intervals), pacing appeared to be occurring simultaneously in the atrium and ventricle. It was noted the device was programmed to an atrial-only pacing mode (aair) and the atrial lead position check feature was programmed on and had run. After performance data was reviewed, episodes revealed noise on the electrograms that appeared to be caused by right atrial and ventricular lead contact. Secondly, other episodes showed the simultaneous signals that may be anodal stimulation caused by the higher outputs when the atrial lead position check feature runs. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).